Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) failed to pair with the ilet, and pairing was achieved only after the agent toggled the g7 connection off and on and restarted the sensor. No reported clinical symptoms or alerts were reported. Outcomes included restoration of sensor pairing by the end of the call without escalation of care. User support included guided troubleshooting and user education focused on communication and pairing steps. Investigation of this case revealed a temporary pairing failure resolved by reinitializing the cgm connection, consistent with a communication or connectivity issue between the cgm and the ilet. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity-related interaction that was resolved through standard troubleshooting.